Event description:
Reporter states, revision knee surgery revealed a broken baseplate. Baseplate explanted, and a universal baseplate was implanted.

Manufacturer narrative:
Summary of evaluation: info provided and the examination results suggest that this event is not device related, but rather is associated with insufficient cortical support and possibly alignment. This is not the same pt event as mfg.#221989-1997-372 as previously reported.